Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The field service engineer found a defective suction tube in the rinse assembly. The engineer resolved the issue. Precision studies were acceptable. Test runs were performed and the device was found to be functioning properly. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 6000 c501 module. No questionable results were reported outside of the laboratory. The sample initially resulted in a sodium value of 180 mmol/l. The customer deemed the value to be implausible, so they repeated the sample. The repeat result was 158 mmol/l.